Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as the patient has a history of category a infection disease. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Av dissociation is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av dissociation is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption is typically not device related. In this case, sizing of the valve and choice to use larger valve likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral bioprosthetic valve was explanted at implant due to atriovrentricular dissociation. Following the initial implant of the 27mm valve and separation from cardiopulmonary bypass the patient developed sudden massive hemorrhage from the posterior aspect of the myocardium. Cardiopulmonary bypass was reinstituted and the left atrium explored revealing a sizable atrioventricular groove disruption. The 27mm valve was explanted and the disruption was repaired with teflon felt buttresses. The explanted 27mm mitral valve was replaced with a 25mm mitral pericardial valve. The reason for the mitral valve replacement was due to severe mitral stenosis. Surgeon attempted to separate patient from bypass; however, patient continued to hemorrhage from the backside of the heart. Despite multiple attempts to obtain hemostasis the patient's cardiac function continued to deteriorate. The patient suffered cardiac arrest and expired in the operating room.